Event description:
During a remote follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and recommended an in clinic follow up and provocative testing. No intervention has been performed at this time. The patient was stable and will continue being monitored.